Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pzv225964h the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during implant, there was t-wave oversensing on the device. The lead was disconnected, but it was unable to be reconnected since the set screw was not working properly. The device was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.